Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report state that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR.

Event description:
It was reported the patient has developed a redness and breakdown of the skin under the tape collar of the device. The issue has persisted for approximately 6 weeks. The patient sought treatment from her physician and was prescribed an antifungal cream. No improvement to the area was noted. No further information was reported.